Event description:
It was reported that difficulties were encountered advancing the dilatation catheter to a lesion in the proximal "cx", during treatment of an acute myocardial infarction pt. The pt was in the hosp for treatment of a stroke when the myocardial infarction occurred. Difficulty was encountered gaining wire access to the lesion, several guide wires were advanced before crossing the lesion. Resistance was encountered between the dilatation catheter and the guide wire during advancement (the resistance was described as being in the guide wire exit notch area). An attempt was made to remove the device from the anatomy, and a segment of the balloon was reported to separate from the dilatation catheter and remain in the coronary anatomy. A 99% occlusion kept the segment of balloon from traveling distal in the coronary anatomy, and a 0.035" guide wire was used to retrieve the balloon. Subsequently, the segment of balloon was lost in the renal, then retrieved with a snare device and removed from the anatomy. Due to the patient's condition, the procedure was aborted: the pt, who was not a surgical candidate, was returned to coronary intensive care unit where the pt between 24 and 48 hours after the procedure.